Event description:
Pt suffered air embolus during insertion of ash split catheter in to jugular vein. Pt c/o pain in left arm and chest and had tachycardia. Pt was turned to left side in trendelenburg position. Symptoms gradually resolved over 10 to 20 minutes. Pt transferred to ICU after procedure. Pt tropins were elevated. Inferior mi diagnosed. During the procedure the surgeon placed the introducer assembly over the guide wire into the superior vena cava. He had to break the shaft and began its split in order to release the obturator. The obturator was removed and attempt made to place catheter into the sheath. The pt was unable to hold their breath which necessitated removal of the catheter and pinching the sheath in order to prevent further air embolization. The obturator was used to dilate the sheath and attempted catheter reintroduction again. Again the tip would not move into the sheath well. The sheath was split further, bringing the sheath out to the skin level and catheter directed into the sheath and into the superior vena cava. Pt obtained several small air aspirations doing this. Fluoroscopy used to check tip placement.